Event description:
Reference number (B)(4). The event occured in russian federation. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008635 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6008635 was packaging according to the wi version 46, in the machine multivac 07, on 22/aug/2024, with a total of (B)(4) units. Cannula lot: the lot 4h00187 was manufactured according to the wi version 38, in the machine l2, on 17/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 21-jul-2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6008635 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.